Event description:
It was reported that within one hour after insertion of the intra-aortic balloon, the user began experiencing helium loss alrms which continued every 15 minutes. The pt was transferred to another pump, but the alarms continued. The intra-aortic balloon was then removed and the pt's condition did not warrant a replacement. There were no further complications.